Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturer's representative. Patient reported having to press firmly on recharger antenna to get the ins to charge. Multiple rechargers were used to see if charging became easier but patient still needed to press antenna firmly against chest wall to get the ins to charge. No known factors that may have led or contributed to the issue were provided. The patient was still receiving therapy and is fine. They will meet with neurosurgery to formulate a plan. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had to push down hard against their ins in order to get coupling boxes. The patient stated they could only get a couple to fill in. The patient stated that it had been like that ever since the doi on (B)(6) 2019. The patient stated it didn¿t feel flat and felt tilted in their body. An email was sent to repair to help with the coupling issues. There were no symptoms reported. There were no further complications reported.